Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bacterial infection and cellulitis.

Event description:
Healthcare professional reported "infection: cellulitis, infection: redness, infection: local heat sensation, infection: swelling, infection: pain, infection: blood test inflammatory findings, infection: pus bacterial culture positive, infection: blood culture negative, infection." This is for the left-side device. The device remains implanted.